Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. The problem was not confirmed, as there was no sample for evaluation. No device malfunction nor use error was identified during the report, therefore, no assignable cause could be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report, by a nurse from (B)(6), of vomiting and peritonitis in a patient coincident with dianeal pd4 1.5% therapy for continuous ambulatory peritoneal dialysis (capd). On 20 december 2012, the dianeal therapy was discontinued. On (B)(6) 2013, during a call with baxter vietnam technical services, the following was reported. On (B)(6) 2012, the patient experienced vomiting. On (B)(6) 2012, the patient experienced peritonitis, manifest by abdominal pain and cloudy effluent. On the same day, the patient was hospitalized for the events. The cause of the peritonitis was not reported. On (B)(6) 2012, the patient began treatment with tienam and ciprofloxacin for the peritonitis. On (B)(6) 2012, the patient stopped the treatment. On (B)(6) 2012, the patient was discharged from the hospital. It was unknown if the patient recovered from the vomiting. At the time of this report, the patient had not yet recovered from the peritonitis. An opinion of causality was not reported for the event of vomiting. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.